Event description:
National complaint coordinator (ncc) reported leakage from tubing. Reported condition noted during use. No report of any injury or medical intervention. No additional info is available.